Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On an unspecified date and time, the pump was programmed to deliver an unspecified inotropic medication and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the customer contact reported a proximal occlusion alarm occurred. At that time, the nurse was unable to clear the alarm condition. The pump was removed from clinical service. Therapy was resumed using a replacement device. The customer contact reported the physician was not notified and the pt's blood pressure was maintained by the staff. There were no reported adverse pt effects. No medical interventions were provided. During testing at the user facility, the device passed all testing. Multiple unsuccessful attempts have been made to obtain additional info, including pt info and event details.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. The customer contact indicated the device passed all testing at the user facility and was returned to clinical service. (B) (4)